Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace from the beginning. Another catheter was used, and problem was solved. Device will not be returned, due to patient infection.

Manufacturer narrative:
The device will not be returned for evaluation, due to patient infection.